Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) of more than 2,000 ohms and no capture at max output. It was believed that there was a conductor fracture but was not confirmed by the field representative. The lv lead was surgically abandoned while the crt-d remains in service. No additional adverse patient effects were reported.